Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material inside the light guide lens, but the type of the material cannot be identified. Since the adhesion location of foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. It is likely the light guide lens glue peeled off due to physical stress by hitting/dropping the distal end or due to chemical stress by chemical solutions. Subsequently, humidity invaded the light guide lens and caused corrosion. The event can be detected and prevented by following the instructions for use: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.